Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Battery voltage was 2.64 on (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient's device had unexpected battery longevity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.